Event description:
It was reported that the pump had been alarming air-in-line. The caller had been instructed to turn the pump off, close a clamp on the tubing, and remove the cassette. The cassette was found to be locked, and the caller was instructed to tap the pump on a firm surface. After the pump was restarted, it continued to alarm for air-in-line. The pump was then powered down. The patient later noticed that the tubing had become disconnected near the pump. The caller denied any leakage. The caller was instructed to close the clamp on the tubing near both the port and the pump. Chemotherapy spill instructions were provided. The patient reported that the IV bag was completely empty. He stated that the pump had leaked the previous day, requiring an emergency room visit, after which the pump had been restarted and was expected to empty today. The remaining volume displayed was 19.1 ml. The patient was instructed to place the pump and carrying case into a biohazard bag. A note was written to report what occurred when the patient arrived to have his pump discontinued. He had experienced two issues during the time he had the home pump. First, as documented by a previous nurse, he reported a split in the tubing, and the pump had been replaced. Second, the previous night, his pump had alarmed for air-in-line; when he opened the bag, the spike had become dislodged from the chemotherapy infusion bag, and the bag was empty. He had called and received instructions on how to remove the pump and brought it in sealed inside a chemotherapy spill bag. White residue was observed inside the black carrying bag. The pump indicated that 19.1 ml should have remained. When the first incident occurred, the infusion bag had been replaced and different tubing (no. (B)(4) had been used. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated tubing complaint documented on (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.